Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 368 mg/dl. And was addressed by administering a manual correction injection. Reportedly, the customer changed the supplies on the pump.